Event description:
It was reported that the customer's insulin pump was not delivering audible alarms. His blood glucose levels were unknown at the time of the report. A self test was performed, the insulin pump vibrated, and passed the test. The alert type was changed to vibrate and the customer elected to monitor the insulin pump. The product was not returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).